Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, while trying to remove the device from the trocar, the jaws of the device became splayed open and the device would not fit through the cannula. The surgeon removed the trocar and the clip applier simultaneously to complete the case.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the instrument was received fully applied with no clips remaining. The clip counter was no longer active. Microscopic evaluation of the instrument noted that the jaws were misaligned and twisted. The clip channel was damaged. The shaft was broken into two pieces. The condition of the instrument precludes functional evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the misaligned jaws condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. Replication of the damaged shaft condition may occur with intentional over flexure of the shaft during clinical application causing the shaft to bend or break. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.